Event description:
It was reported that this right atrial (ra) lead had no sensing. A lead revision was performed and the lead showed good measurements on the pacing system analyzer (psa). The physician hooked the ra lead back to the device and there was no sensing noted. Boston scientific technical services (ts) advised field representative to program the device and turn on atrial sensing and the issue has been resolved. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead had no sensing. A lead revision was performed and the lead showed good measurements on the pacing system analyzer (psa). The physician hooked the ra lead back to the device and there was no sensing noted. Boston scientific technical services (ts) advised field representative to program the device and turn on atrial sensing and the issue has been resolved. The lead remains in service. Additional information indicated that after placing a new lead and called boston scientific technical services (ts), it came to the attention that the atrial sensing was off. Hooked up to the old lead and determined that it was still working fine. Patient was constantly in atrial fibrillation (af), but because atrial sensing was turned off they saw no sensing. That led to believe that the atrial lead was malfunctioning. No additional adverse patient effects were reported.